Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an occluded catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph depicting a 4fr d/l powerpicc provena catheter. Usage residues were observed throughout the sample and needleless injection caps were attached to both luers. The depicted device exhibited what appeared to be a sharp kink impression near the 7cm depth marking. The catheter shaft appeared to have been cut. The kink impression observed in the catheter shaft would likely have resulted in preferential catheter kinking leading to device occlusion; however, inspection of the photograph was insufficient to identify the cause of the kinking. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include device placement and securement techniques and patient anatomy. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via (B)(6) "the line was placed by contracted rn, unknown ease of insertion, and apparently the PICC never aspirated or flush per facility staff reports and was left in for 48hrs of troubleshooting. I returned from vacation and the line was removed after tpa and dressing change attempts. Per x-ray tip was perfect in svc".